Manufacturer narrative:
H6: updated the codes based on the results of the investigation. Investigation summary the device was not returned for evaluation. (Infection): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Wound dehiscence: the cause of the injury was not determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. A4 is unknown.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Local quality issue (loqi) reports adverse event (ae) indicating that a patient experienced an adverse event. The patient presented to the emergency department on (B)(6) 2025 with right groin surgical wound dehiscence and infection at the prior impella access site. The wound was described as gaping, erythematous, malodorous, and associated with significant pain. The patient denied fevers or chills. The patient was status post-surgical impella removal with cutdown and femoral artery repair on (B)(6) 2025. The patient was treated with antibiotics and medication. The patient was admitted and required surgical abscess drainage and wound debridement, during which the artery was exposed and a sartorius muscle flap was used for closure. At the (B)(6) 2025 follow-up visit, the right groin wound appeared to be healing with healthy pink granulation tissue. A small area of fibrinous tissue along the medial and lateral edges of the incision was debrided in clinic. The patient is currently stable.